Manufacturer narrative:
The device was returned and an investigation concluded the root cause of the reported complaint was related to a software defect. The following items were corrected: d(4): catalog number and UDI.

Manufacturer narrative:
The device was obtained from the user facility and an investigation is underway. A supplemental MDR will be filed upon completion of the investigation.

Event description:
The complainant reported a console failure after unboxing the device, during boot up (alarms and frozen screen). There was no patient involved or impacted.